Manufacturer narrative:
This report is submitted on oct 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the receiver stimulator. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 12, 2021.